Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). Final pump analysis revealed no anomaly found; normal device function. Final catheter analysis revealed no anomaly found; acceptable catheter testing.

Event description:
It was reported that the patient experienced intermittent withdrawal with hypertonia and required supplemental oral baclofen. The pump was used to deliver lioresal 495 mcg/day. The pump and catheter were replaced. Following replacement, the lioresal dose was decreased to 350 mcg/day and the patient no longer required supplemental baclofen. The patient recovered without sequela.